Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. The target lesion was located in the right coronary artery (rca). After deploying a 3.00mm x 38mm synergy ii stent, the physician was preparing to deploy another stent; however, it was noticed that the newly implanted synergy stent appeared to be under expanded or had recoiled. A nc quantum¿ balloon catheter was then advanced and post dilated the stent. The procedure was completed with the rest of the stents being placed. No patient complications were reported and the patient's status was stable.